Event description:
Patient reported that a month ago, she started having breakthrough pain and she had almost gone to the hospital due to the extent of the pain. The patient's back hurt and the patient was taking oral pain medication. X-rays were planned. The patient wondered if their pump was working properly or if they were receiving the proper medicine. The patient had an appointment scheduled. The pump was delivering clonidine, baclofen and morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8711, lot # j0058186r, implanted: (B)(6) 2001, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2010, product type accessory. (B)(4).